Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter address 1:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll 22g 1-1/2in tw ID had volumetric accuracy issues. This occurred on 50 occasions. The following information was provided by the initial reporter: this account using bd 5ml syringe for drawing blood in lab. There are 3 main feedback: tight stiction when drawing blood. Extra volume limited to less than 1ml or precisely about 0.4ml while lab needs minimum 1ml additional or extra volume so in total can draw 6 ml. The flange (that posed to plunger, not the flange posed to barrel or needle) was more slippery compared to the similar competitor product.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that syringe 5ml ll 22g 1-1/2in tw ID had volumetric accuracy issues. This occurred on 50 occasions. The following information was provided by the initial reporter: this account using bd 5ml syringe for drawing blood in lab. There are 3 main feedback: 1. Tight stiction when drawing blood. 2. Extra volume limited to less than 1ml or precisely about 0.4ml while lab needs minimum 1ml additional or extra volume so in total can draw 6 ml. 3. The flange (that posed to plunger, not the flange posed to barrel or needle) was more slippery compared to the similar competitor product.

Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary one photo was received by our quality team for evaluation. After inspection of the photo, no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that syringe 5ml ll 22g 1-1/2in tw ID had volumetric accuracy issues. This occurred on 50 occasions. The following information was provided by the initial reporter: this account using bd 5ml syringe for drawing blood in lab. There are 3 main feedback: 1. Tight stiction when drawing blood. 2. Extra volume limited to less than 1ml or precisely about 0.4ml while lab needs minimum 1ml additional or extra volume so in total can draw 6 ml. 3. The flange (that posed to plunger, not the flange posed to barrel or needle) was more slippery compared to the similar competitor product.